Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Batch # unk. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows two reloads that appear to be fully fired. However, a reload appears to be damaged. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x9616l, and no non-conformances were identified attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? Was there any surgical clip use in the procedure prior to firing the device? Had the patient had any previous surgery with clips? Did the surgeon confirm no obstruction in jaws prior to firing? What was the actual vessel being fired upon? What is the estimated blood loss? How was procedure completed? Was any blood product administered? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the robotic surgery, after the 2nd fire, noted bleeding. The surgeon checked the staple line and found that only one side of staples were deployed. The operation changed to open due to the bleeding.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. Additional information was requested, and the following was obtained: what was the surgical procedure? -left superior lobectomy. Was there any surgical clip use in the procedure prior to firing the device? -unknown. Had the patient had any previous surgery with clips? -unknown. Did the surgeon confirm no obstruction in jaws prior to firing? -unknown. What was the actual vessel being fired upon? -unknown. What is the estimated blood loss? -unknown. How was procedure completed? -changed to open operation and suture sewing. Was any blood product administered? -yes. What is the current patient status? -the patient has been discharged and in good status.